Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a groshong nxt connector repair kit was returned for evaluation. An initial visual observation of the photograph showed the groshong nxt connector with air bubbles in the extension leg tubing. The distal and proximal connector pieces appeared to be assembled correctly and secured under an adhesive dressing. The proximal connector piece was bent 180 degrees and secured to the patient with tape. While air bubbles were visible in the extension tubing, no damage to the catheter could be seen in the returned photographs which could link the air bubbles to a device related cause. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, clear extension tubing has air bubbles. No other information was provided.